Manufacturer narrative:
Initial.

Event description:
It was reported that the charging pad for the ilet system did not power on, as indicated by no light on the pad despite attempts with multiple outlets and verification that the cord was secure. No adverse clinical symptoms reported. Outcomes included no health impact and no hospitalization. Investigation included user troubleshooting and replacement logistics by customer care. Investigation of this case revealed a suspected nonfunctional charging pad consistent with a device electrical/power issue affecting the charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging pad.